Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The caller received assistance from cts in resetting the pump, preventing the recurrence of the malfunction code. The customer was advised to continue using the pump and instructed to contact again if the issue reappeared. The caller affirmed understanding and expressed intent to resume insulin therapy and rejoin the sensor session independently.